Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the skin irritation, hyperglycemia and ER visit. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient visited the emergency room (ER) due to skin irritation, pain, inflammation, bleeding and pus accompanied by high blood glucose (bg) levels of 500 mg/dl, while wearing the pod on the leg longer than 48 hours. No information was provided on the type of treatment given to the patient.